Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who used super poligrip original denture adhesive cream over a period of over 20 years as denture adhesive. A physician or other health care professional has not verified this report. Over 20 years prior to reporting, the patient began using super poligrip original. Approximately ten years prior to reporting, the patient experienced neuropathy, tingling of hands and feet, hand swelling and foot swelling. This case was assessed as medically serious by gsk. Use of super poligrip original was continued. At the time of reporting, the events were unresolved. Super poligrip original is manufactured in (B)(4) and neither the lot number nor product was available. (B)(4).